Event description:
Healthcare professional reported right side "deformity and intracapsular rupture" confirmed via MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening in radius side assessed as fold flaw opening. Deformation: unable to observe as the device has an opening. Additional observations: wear abrasion is observed. Crease is observed. Stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.

Event description:
Device was explanted.